Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving saline via an implanted pump. The indication for use was spinal pain and failed back surgery syndrome. It was reported the healthcare provider (hcp) attempted to fill the patient's pump but was unsuccessful. The implanting hcp will see the patient tomorrow and attempt to fill the pump under x-ray. It was noted the patient was not experiencing any symptoms from the device as saline was placed in the pump at the time of implantation. The issue had not been resolved at this time. The patient's weight was unknown. It was noted the patient was scheduled for a pump refill on (B)(6) 2018. The patient's pump pocket was revised on (B)(6) 2018. The pump was filled with hydromorphone and bupivacaine at concentrations of 1 mg/ml and a dose of 0.048 mg/day. The patient was referred back to their managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2018 indicated that the cause of the inability to aspirate the catheter was unknown on the first, but then the pump was able to be filled to capacity on the back table. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported the patient's pump was to explanted on (B)(6) 2018.